Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported events of device in backup mode and muscle stimulation were not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the patient experienced discomfort associated with extra cardiac stimulation. The device was unable to be interrogated. The patient experienced arrhythmia due to a change in pacing rate that was suspected to be due to the device operating in backup vvi mode. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.